Event description:
It has been reported to the co that the occlusion balloon wire caused a vessel dissection during the procedure. The physician inserted the occlusion balloon into the patient saphenous vein graft to pda 3 to 5cm beyond area to be stented. The physician inflated the occlusion balloon to 5.5mm to occlude the vessel tested area and it was occluded. The physician placed the stent. The physician deflated the occlusion balloon and loaded a second stent and stented the proximal segment of saphenous vein graft and approximately 4.25 seconds later, the physician detected a left bundle block with irregular heart beats. The physician removed the stent delivery system and advanced the aspiration catheter and aspirated the area. The physician attempted to remove the aspiration through the guide catheter and the guide moved out of place and forced the occlusion balloon to dissect the vessel.